Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion was located in a mildly tortuous and non-calcified left anterior descending artery into the diagonal artery. The lesion measured 2.40mm in diameter and 17mm in length. The lesion was not predilated. The physician advanced the 2.25x20mm taxus liberte' drug eluting stent to the lesion and encountered resistance while repositioning the device. The stent dislodged in the trunk of the artery. In an attempt to retrieve the stent, another guide and a small balloon were passed through the stent and the balloon was inflated. While removing the stent, it dislodged from the balloon a second time and migrated to the mammary artery where it remains undeployed. The procedure was completed with another taxus liberte' stent. No further patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.